Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was noise noted on the atrial lead. The lead was explanted. Additional information was not reported.

Event description:
New information noted the lead noise was observed both in clinic and via merlin.net remote transmission. The patient was stable before, during, and after explant.

Manufacturer narrative:
Final analysis found insulation damage consistent with an over-tightened suture sleeve. Lead noise was found to be caused by the insulation damage resulting from the over-tightened suture sleeve.